Event description:
On 8/21/96-left total hip replacement using prosthesis, #48 acetabulum #15 femoral stem, short neck. 8/8/96-post left hip replacement with failure of acetabulum liner. Failed implant removed and replaced.